Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable failed continuity tests using the cirris tester. The solder joints (j1 & j13) cut through the kapton tape; causing exposed solder joints. As a result the cable has a short between the blue conductor (r-cal), inner shield, and shield can (outer shield), inside the rd15 connector. When tested with known good lab equipment the device audibly and visually alarmed, but the sensor led does not illuminate.

Event description:
Customer reported "low spo2 values with rd nihon kohden cables and cables easily disconnected from sensor". No known impact or consequence to patient.